Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of medical records and reported medical imaging. Device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. During the investigation, endologix found reasonable evidence to suggest the device was implanted outside the indications of use due to concomitant use of afx with ovation products. The final patient status was reported as continued hospitalization for a pre-existing infection. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 patient codes (as evaluated); remove 1930. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 24.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an infrarenal stent graft extension, and two (2) ovation ix limb extenders (stent grafts) to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. It was reported that the two (2) ovation ix limb extenders were implanted in the left common iliac artery (lcia) and that the patient had an infection in the lcia prior to implanting these stent grafts. Now, approximately 46 days post initial procedure, a type 1b endoleak with sac growth was identified in the lcia. It was reported that the patient still has an infection in the lcia that is most likely causing this area not to seal. An intervention was completed. The physician elected to implant three (3) more stent grafts in the lcia: two (2) afx limb stent grafts and one (1) ovation ix extender to resolve this endoleak. The patient was reported still in the hospital for treatment of the infection.